Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: there was no visible damage to the keypad observed. All of the keypad buttons responded properly when tested. The keypad was removed and contamination was observed under all button contacts. Unrelated to the initial complaint, the pump was booted and display screen was observed to be dim with pink contrast. The pump cover was removed and replaced with a new test screen and found to be fully functional with normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the up and down buttons are not responding consistently to user input for about 2 or 3 weeks. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.